Event description:
It was reported that the patient presented to the hospital experiencing swelling and redness at the implant site and was found to have vegetation on the leads due to bacterial infection. The implantable cardioverter defibrillator (ICD), right atrial (ra) lead and right ventricular (rv) lead were explanted and was not replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: previous supplemental submitted erroneously included a sentence stating that "the results of the investigation are inconclusive since the device was not returned for analysis". Please disregard this as product was returned and conclusively analyzed.

Manufacturer narrative:
The reported event was infection. As received, a partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductor coils consistent with procedural damage. Additional findings were made unrelated to the reported event. Visual examination found an external insulation abrasion breaching the ring electrode cable lumen at the proximal region with intact etfe cables coating. The cause of external insulation abrasion is consistent with friction to device can. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.